Event description:
It was reported that the device does not have voice prompts. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control to investigate the reported failure.